Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found there was noise for the image of the subject device and it could not see. The occurrence date of the event is unknown. The subject device had been returned to sorc for repair of the image malfunction. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon and there were horizontal noises. It was found the damaged ccd part which caused noise and temporary no image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of ccd unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.